Event description:
Ous MDR - after an implantation period of approx. 37 months, ventricular oversensing with inappropriate therapies was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint with an inserted extraction tool was subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular 19 cm distal to the df4 connector pin the insulation was found rubbed through. The conductor cable to the ring electrode was found fractured in this region. This damage can be considered to be the root cause for the observed oversensing which led to shock delivery as reported in the complaint text. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore the fixation helix was found deformed and cuts in the insulation were noted. These findings most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.